Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has nose irritation skin irritation nausea / vomiting. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has nose irritation, skin irritation, nausea / vomiting. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. After further investigation, it has been determined that the report was incorrectly filed as a serious injury case. This report was evaluated by the clinical team and was assessed as a product problem only. Section b1, b2, h1, h6 have been updated. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has nose irritation skin irritation nausea / vomiting. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found and secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.